Event description:
It was stated that "implant mantis 6.0 x 55 hex rad rod broke. The hex end broke from rod during rod insertion. Surgeon and rep were both unaware of this event and assumed rod holder just disengaged from implant. After case was over as rep was putting instruments away the broken piece was noticed still attached inside rod holder. Implant remains in pt."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval. Should the results of the engineering eval for the other products associated with the incident, reveal any further info this will also be reported as supplemental and separate mdrs will be filed for these devices.